Manufacturer narrative:
(B)(4).

Event description:
It was reported that fluoroscopy revealed that the right ventricular lead was fractured. During the lead revision procedure, it appeared that the lead was damaged as a result of clavicular crush. The lead was explanted and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
Final analysis found that the outer and inner insulations were damaged and all five filars of the outer coil were fractured at 32.1 cm from the connector pin. The damage sustained resulted from clavicular crush.